Event description:
Customer reproted device = hi. Customer wsent to the hospital. Hospital deivce = 360 mg/dl. Customer was given insulin. No controls used. A request was made for return product and replacement product was sent.